Event description:
On (B)(6) 2014 a lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter had a cracked display. This compliant was documented using the customer care advocate (cca) documentation. The patient reported the alleged issue occurred 2 weeks prior to contacting lfs. The patient reported in response to the alleged issue he had less to eat or drink than usual. The patient reported in the last 2 weeks he had ketones. The patient reported 2 weeks prior to contacting lfs, he had insulin as treatment. At the time of troubleshooting, the cca determined that there was misuse of the subject meter and this was not the first time the meter had been used. The patient reported having a back up meter to test on. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issues he developed symptoms suggestive of hyperglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/24/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have cracked/broken lines on the lcd. In addition, the batteries received with meter are wrong type of batteries installed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.